Event description:
It was reported that occlusion alarms occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer did not take any action for high blood glucose. Customer changed infusion set and cartridge, resumed insulin to resolve issue.